Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed scratches on the lens and pry marks on the rear housing. Review of the event history log showed the pump displayed multiple occurrences of high pressure alarms but no upstream occlusions were recorded. Functional testing involved sensor verification and found the upstream occlusion and downstream occlusion sensors were functional. The reported issue was unable to be duplicated. As a preventive measure, the upstream sensor was re-calibrated and the downstream sensor was replaced. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump did not alarm for occlusion. It was reported that there was no patient involvement. No adverse effects were reported.